Event description:
Boston scientific received information via the patient's remote home monitoring system that cardiac resynchronization therapy defibrillator (crt-d) detected low out-of-range (oor) right ventricular (rv) shocking lead impedance (sli) measurement of 7 ohms. Additional information obtained from the field representative indicated that multiple shock were taken at 54-57 ohms. The patient was sitting near the metal detector and ts stated that the low impedance measurement was due to low level of electromagnetic interference (emi). The clinic will continue to monitor the patient. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.